Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided one PICC catheter and a needle free connector along with photographs of the distal luer hub and connector. The components were microscopically examined and no defects or damage was observed. However, leak testing was performed with the connector attached to the catheter and a leak was found at the connection. The catheter was leak tested with a 3-way valve connected and no leaks were observed. The needle free connector male luer passed a luer gage test. But the luer hub of the catheter failed the female luer gage test. The provided instructions state to lessen the risk of inadvertent disconnects, only securely tightened luer-lock connections should be used with this device and to follow the hospital protocol to guard against air embolism for all catheter maintenance. A device history record review was performed with not relevant findings. However, the probable cause of a leak between the catheter luer hub and the needle free connector is manufacturing related based on the investigation findings. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4). The customer returned a photograph of the distal luer hub and the injection site inside of a plastic bag. The physical sample was not returned. Examination of the photograph verified the components involved, but no other information could be obtained. The reported information was reviewed. However, a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product states to lessen the risk of inadvertent disconnects only securely tightened luer -lock connections should be used with this device and to follow the hospital protocol to guard against air embolism for all catheter maintenance. A device history record review was performed on the catheter, extension line and the injection site with no relevant findings. The potential cause could not be determined based on the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second has been reported under MDR# 3006425876-2015-00394. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in oncology after inserting the PICC into the patient's left arm, the user was unable to secure the needle free connector to the lumen. As a result, another needle free connector was tried. As a result of the connection issue, leakage was found. There was no reported delay, death, or complications to the patient as a result of this occurrence.